Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced very high blood glucose readings after a recent supply change while using the ilet and may have entered a meal announcement twice, with sensor and fingerstick values in the 300¿400 mg/dl range, and subsequently stopped pump use and reverted to prior injections; the medical device problem and device component could not be determined due to insufficient information. Symptoms included hyperglycemia, dizziness, and headache. Outcomes included no health consequences or impact reported. Investigation included communication with the user and family and analysis of information provided by third parties. Investigation of this case revealed no findings available, with insufficient information regarding the device and components and no established device-related problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.